Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in an artery in the arm. After a 5fr radial sheath was inserted, a 4.00mmx38mm promus premier stent was advanced but failed to cross the lesion. Upon removal of the device, the stent came off the balloon and stayed inside the patient's arm. The procedure was completed by deploying another stent. No further patient complications were reported and the patient's status was fine.